Event description:
The event occurred in turkey. It was reported that the hl20 level sensor is faulty. The instant of time is unknown. No harm to any person has been reported. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The getinge field service technician will investigate the device. The investigation is ongoing. As soon as new information becomes available a follow up medwatch will be submitted. Note: this event occurred on the turkish market. It is a significantly similar device to "hl 20¿ which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl 20 with catalog number 701043262.